Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and was able reproduce the issue. Fse replaced the universal surgical manipulator 3 (usm) and tested it with no further issues found. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The usm was returned for failure analysis, but the reported failure could not be confirmed via error logs as no error code was triggered or replicated. The usm was tested on an in-house system and passed normal. The unit was also tested on a fixture test platform (pftp) and passed chip encoder virtual absolute (cva) characterization, lissajous, sine cycle, and friction tests. The carriage rotors, gearboxes and top plate will be replaced as a precaution. The gears and rotors shims, springs and the presence pins screws will also be replaced to accommodate the installation of the new parts. A review of the site's complaint history revealed that patient identifier 557525 is a related record of patient identifier (B)(6). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An event verification confirmed that the benign hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the usm was locking up during a da vinci-assisted surgical procedure and surgeon was able to complete the case with no patient harm. Field service engineer (fse) was able to replicate the issue and replaced the usm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator 3 (usm3) was locking up. Customer stated that when the surgeon was attempting to use a vessel sealer (vs) instrument in usm3, it locked up right away and the surgeon was unable to control. The staff moved the vs instrument to usm4 and proceeded with the case. Customer also stated that they power cycled the system, as this same issue happened during the first case, and it occurred approximately 15 minutes into the procedure. Customer further stated that they checked the drape and even installed another instrument, but the surgeon was unable to control. During the first case, the suspect instrument was moved over to usm4 and was able to complete the case. Technical support engineer (tse) viewed system logs with no errors noted. The procedure was completing as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.